Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA (i.e. Cls brevius kinectiv rasp), and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is not currently available. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is cmp-(B)(4).

Event description:
It was reported that, during tha performed on (B)(6) 2016, the construction neck of the revitan instrument broke off. All broken pieces were removed from the patient, but the rasp got stuck in the femur and could only be removed through a distal osteotomy by means of a revitan impactor. A femoral fracture occurred which had to be treated by osteosynthesis. The surgery was completed with 3 hours delay.

Manufacturer narrative:
Trend analysis: no trend identified device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that during tha performed on (B)(6) 2016, the construction neck of the revitan rasp broke off. The rasp was stuck in the femur. All parts of the broken instrument were removed from patient by performing an osteotomy. Additionally, a femoral fracture occurred. Surgery was completed with another rasp 18x260. The surgery was delayed by 3 hours. Devices analysis - visual examination: the visual examination of the rasp shows that the connection pin is broken. Moreover some signs from several years of usage and presumably of the extraction of the broken rasp can be seen. No further conspicuousness can be found. Root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient => not possible, a systematic issue with material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) - not possible, visual examination showed no signs of corrosion. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition - possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling - possible, as it cannot be excluded based on the available information. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling - possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use - possible, as it cannot be excluded based on the available information. Conclusion summary abnormal high forces might have occurred during surgery. As a result the fracture occurred at the nominal weakest point of the rasp. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2017. The device manufacturing quality records indicate that the released component met all requirements to perform as intended. The device has been returned and investigation is ongoing. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).